Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the luer lock on his infusion set broke and insulin spilled back into the cartridge compartment. Caller stated the luer lock appeared cracked. No adverse event reported. Product has been discarded; no product will be returned.